Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic umbilical hernia procedure, the doctor was firing the device on the mesh but it was difficult to fire. Several times it fired but the mesh was pulled to the barrel and had to be dislodged and a staple fired externally to retest. So much pressure had to be applied that the device ultimately bent, but it was not operating well prior to being bent. The device was replaced with another one and the case completed. There was no patient injury.